Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) is having bowel surgery and the emergency room physician requested a review of device data to confirm device operation. Upon review, boston scientific technical services (ts) noted that this right ventricular (rv) lead exhibited low amplitude. Additionally, pace and shock impedance measurements were noted to have declined but are still within range. Boston scientific technical services (ts) also noted that the device stored an inappropriate therapy episode due to atrial fibrillation (af) with rapid ventricular response. All therapy available was delivered. No additional adverse patient effects were reported. At this time, this device system remains in service.